Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was missing from the kit. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port MRI implantable port with 8f chronoflex s/l catheter kit was returned for evaluation. The kit was returned opened. All listed components were returned except the syringe and the guidewire. The guidewire hoop was returned but was empty. As the kit was returned opened and the disposition of the components at the time of opening could not be confirmed, the investigation is inconclusive for the reported missing guidewire. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Potential contributing factors include misplacement of kit components after package opening and improper kit packaging. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the guidewire was missing from the kit. The device was not used in/on the patient.